Event description:
Edwards received additional information that the 25mm bioprosthetic aortic heart valve was implanted for approximately eleven (11) years before the transcatheter valve procedure took place.

Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve was failing after an unknown implant duration due to stenosis and regurgitation. The patient underwent valve-in-valve intervention and a 26mm transcatheter valve was successfully deployed. There were no reported complications and the patient was discharged home on pod #3.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.